Event description:
Staff reported, on behalf of physician, left side rupture. The device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.